Event description:
Event description guidant received information that during an elective device replacement procedure, this ventricular lead was taken out of service due to low impedance measurements and oversensing. A lead fracture was suspected.